Manufacturer narrative:
(B)(4). Mfg date: this lot was manufactured september 9, 2014 september 11, 2014 . The device was returned for evaluation. Visual inspection revealed fluid inside the housing. Fluid was observed coming out at the volume indicator located inside the housing. A functional leak test was performed and the volume indicator leaked again. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single-day infusor device leaked. The device was reportedly filled with desferrioxamine 3500mg in 34ml of water for injection. There was no patient involvement. No additional information is available.